Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted (B)(6) 2025. During the initial implant, upon deployment, more than one-third of the closure device shoulder was observed to protrude from the 45-degree medial to the 135-degree posterior direction. Although the tug test was favorable, with a compression rate of 17-19% and no peri device leak, the position, anchor, size and seal (pass) criteria were not fully met. The physician determined that it would be difficult to improve the placement position any further, so the closure device was released. There was no change after release. The patient was discharged. The patient presented for the 45-day follow up on (B)(6) 2025, and imaging revealed that the closure device had migrated. The entire closure device had shifted proximally compared to its original placement, and leakage was observed under the fabric on the anterior side at an angle of around 110-degrees. When viewed on 3d imaging, it was confirmed that 1/2 to 2/3 of the circumference of the closure device was fixed to the left atrial appendage wall, so no special treatment such as removal was performed. The closure device will be monitored until the next follow-up scheduled for (B)(6) 2025.